Manufacturer narrative:
The customer returned the smart card for investigation. A review of the smart card data confirmed that blood collection had stopped after 549 ml of whole blood had been processed and that the ecp treatment was not completed. In addition, the smart card data showed that the operator experienced several pressure alarms during kit prime and during the ecp treatment. According to the complaint description, the customer attempted to resolve the alarms by unloading and reloading the pump tubing loops on at least two occasions. Damage to a pump loop can occur if the tubing is rubbed against the pump head during installation by the end user. The smart card data cannot confirm the occurrence of the reported tubing leak. A root cause for the tubing leak could not be determined from the information provided. However, it is possible that the repeated attempts to load the pump tubing loops could have contributed to the reported tubing leak. No further action is required at this time. Investigation complete. Mc: 001153.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h217 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot h217 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the smart card is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer stated that approximately 485 mls of whole blood was processed at the time the leak occurred. The customer aborted the ecp treatment and manually returned residual blood within the kit to the patient. The customer reported the leak was isolated by clamping off the tubing before returning fluids to the patient. The patient was reported to be in stable condition. The customer returned the smartcard for investigation.